Manufacturer narrative:
Conclusion: user error contributed to the event. Event device code is addressed in package insert.

Event description:
Allegedly liner has dislodged. Revision surgery performed.